Event description:
It was reported that the patient's pump has flipped. No patient symptoms were reported. The flipped pump was confirmed by either xray or CT scan. It was also reported that the pump may not have been sutured. Additional information has been requested from the hcp, but was not available as of the date of this report.